Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent that the pediatric patient was taken to the hospital the day of the call by a parent due to vomiting and chills. The dexcom egv was 126 mg/dl and finger stick showed 600 mg/dl. The parent gave water. The hyperglycemia was treated with IV fluids and insulin in the hospital. At the time of the call the patient had been in the hospital for 3 hours and was not doing ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.